Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that this right atrial lead displayed high out-of-range pacing lead impedance measurements in greater than 2000 ohms which triggered the lead safety switch. The field representative reprogrammed the pacemaker to bipolar configuration and tested the lead. Noise could not be reproduced. There were a bunch of atrial tachy response episodes due to noise when it switched to unipolar configuration. Later, a revision was performed where the ra lead pin was put back into the device header. The system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.